Manufacturer narrative:
Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned, so retain product were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. No instances of nes errors were observed during testing. Root cause could not be determined from the information provided by the customer. (B)(4). This issue will be subject to tracking and trending. Analysis of customer's reported data. Retain strip testing of lot 276744. Nes error occurs when there is not enough sample applied to the test strips to fill the test area, and/or strip channel is blocked. Inratio precision data provided by end-user lot: 276744, date: (B)(6) 2013, 1st inr = 5.0, 2nd inr = 0.8, mean = 2.90, sd = 2.97, %cv = 102.41. Since %cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. In-house therapeutic donor testing has been performed on reported lot 276744 on (B)(6) 2013. Results as follows: donor 200 - inratio: 2.9, inratio: 2.8, inratio: 3.0, reference: 2.52, bias threshold: 1.52-3.52, %cv: 3.45. Donor 207 - 2.2, 2.1, 2.3, 1.87, 1.37-2.37, 4.55. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary.

Event description:
Patient self tester alleges precision issues. Inratio 5.0 and 0.8. Test conducted 5 minutes apart. Patient's therapeutic range unknown.